Event description:
On (B)(6)2004, the patient was implanted with an scs system. It was reported on (B)(6)2010 that the ipg battery depleted due to end of life and the patient was revised to an eon ipg on (B)(6)2008.

Manufacturer narrative:
The device history and sterilization records were reviewed. Device was evaluated. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg passes all functional tests. Conclusion: the cause of the reported complaint could not be determined. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.